Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not generate any electricity. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.